Event description:
It was reported that touchscreen of pump was cracked and shattered, rendering it illegible and unusable. There was no reported adverse impact to the customer's blood glucose level. Since the pump was out of warranty, a report was emailed to suppliers for further assistance.